Event description:
Subsequent to the previously filed medwatch, it was found that a local anesthetic was applied for the transcutaneous needle stick to rupture the armada. There was no resistance felt during advancement or retraction of the device. There was no difficulty inflating the armada. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Abbott vascular has recognized a product deficiency with the armada 35 dilatation catheter regarding inflation/deflation difficulties, and has initiated a voluntary field action for the armada 35 and armada 35 ll pta catheters on august 16, 2012. Rigorous product analysis identified that some devices may exhibit difficulty inflating and/or deflating. To date, the frequency of worldwide reported events for difficulties inflating and/or deflating the balloon has reached a threshold of (B)(4). Abbott vascular has implemented corrective actions to ensure ongoing product performance.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure to treat in-stent restenosis in the right external iliac, the target lesion was accessed contralaterally through the left common femoral artery with a 6 french sheath. The armada was inflated at the target lesion for two minutes and was then unable to be deflated. The physician tried removing the device in an inflated state, but was unable to. He tried to puncture the balloon with the back end of a terumo glidewire, but this resulted in a vessel dissection in the external iliac. The physician punctured the armada through the patient's skin as he was guided fluoroscopically using an access needle. After the armada was removed from the anatomy, a thrombus was found in the iliac region. An atherectomy device, pathway, removed the thrombus. A foxcross balloon was inserted and inflated to seal the dissection. There was no adverse patient sequela. There was no additional information provided.